Event description:
It was reported that while preparing for an esophagogastroduodenoscopy (egd) procedure, a shaft kink occurred. A cre 18-20mm 8cm f/g balloon catheter had been selected to treat an unspecified esophageal stricture. While preparing the device, it was noticed that the device was kinked in one spot and a "serious twist" was noted at the proximal end of the device. The damage was noticed when the device was removed from the packaging with no noticeable damage to the packaging. The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".